Event description:
I was discharged from the (B)(6) hospital late (B)(6) 2024 with a prescription for a continuous flow oxygen machine that went up to 6 liters. My prescription was for 3 liters. The machine that was installed only went to 5 liters and the technician told my husband that the prescription was for 1 liter. I was coming home after spending 20 days in the hospital. I did not fell like I was getting enough oxygen and bumped it up to 2 liters of oxygen. On the early morning of (B)(6) 2024 I was taken by ambulance to the westerly hospital with respiratory failure and hypoxia. I stayed there for 6 days. It was discovered that the wrong oxygen machine was installed and at the wrong prescription setting. I would not have been readmitted to the hospital had the correct equipment been installed and at the correct prescription setting. My blood oxygen was 47 when 911 was called. I was alone at the time. I am attaching the only documentation I have at this time. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).